Manufacturer narrative:
The calibration was last performed on (B)(6) 2024 and it was acceptable. The alarm trace and the pre-analytical data were requested for the investigation but not provided. A general reagent problem can be excluded because the qc prior to the event was within ranges. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
We received an allegation about discrepant results for 1 patient serum/plasma sample tested with elecsys total psa (tpsa) assay on a cobas e801 immunoassay analyzer. Initial result: >100 ng/ml (accompanied by a data flag). The customer questioned the initial result as it was greater than the upper limit and repeated the sample. 1st repeat result: 2.03 ng/ml (using a dilution of 1:50). 2nd repeat result: 105.6 ng/ml (tested with another bottle of the reagent). No questionable results were reported outside the laboratory. The result of >100 ng/ml was deemed to be correct.

Manufacturer narrative:
The cobas e801 analytical unit serial number was (B)(6). Qc was acceptable. The field service engineer visited the customer's site and found bubbles in the reagent. He removed the bubbles. The investigation is ongoing.